Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not generate an alarm for upstream occlusion while trying to infuse insulin at a low rate and pump was also found to be clamped. No insulin was delivered as a result. The event occurred during delivery at the coronary care unit (ccu). There was patient involvement and no information provided on the patient injury. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no upstream occlusion alarmed, and pump tube was found to be clamped, which was not reproduced during evaluation. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.